Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. The broken pilot tip appears consistent with reaming offaxis, resulting in brittle failure at the welded interface between the head blades and the shaft. All other aspects of the device appear unremarkable and consistent with normal use. Design: this design has been in the field since 2009. 19 complaint reports involving 21 pilot tip reamers since their introduction. Approximate complaint occurrence rate of less than 0.5%. This is considered very low according to the frequency of occurrence ranking scale. Crc2017-03-27- 04. CAPA (B)(4) resulted in a field advisory notice. Manufacturing: there were no other complaints from this lot, therefore, it does not appear to be a manufacturing issue. A review of the risk management report (rmr) and risk assessment and controls report (racr) was conducted to ensure the risk was included and the occurrence is below the threshold. Most likely cause: the broken reamer report was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. "The pilot tip was retrieved and did not stay in the patient." An investigation was conducted; the broken reamer report was likely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure.

Event description:
It was reported from ous that during an orthopedic surgical procedure reaming the glenoid on power with a 38mm pilot tip reverse glenoid reamer, the pilot tip broke off. The pilot tip was retrieved and "did not stay in the patient". The reaming subsequently was done with a cannulated reamer and k-wire. The "surgeon was happy" and there was delay to the surgical procedure. There was no adverse effect to patient and the broken tip was retrieved. No additional information was provided by the contacts related to this event.